Event description:
It was reported that the patient, a participant in the (B)(4) study, developed an infection as there was redness of the skin and a pustule on the skin "on" the device pocket. The patient was treated with oral antibiotics. Also reported was a decrease in atrial sensing. The p-waves were initially 3.9 millivolts (mv) in amplitude, last measurement was 0.75 mv; no action was taken regarding atrial sensing. The device and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, a3dr01 is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.